Event description:
The patient reported uncomfortable stimulation with the implant. The surgeon decided to replace the implant with another advance bionics spinal cord stimulator. It has been reported that the system is working acceptably and the patient is no longer experiencing stimulation issues.